Event description:
It was reported that a catheter ruptured. A 3.00mm x 12mm emerge balloon was selected for treatment, but a catheter ruptured. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was separation of the hypotube at 40.8cm from strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. There was blood present in the folds of the tightly folded balloon. From the separation, the distal end of the device was connected to a toughy and prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The device inflated and deflated with no issue or irregularity. Product analysis did not confirm the reported event, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues.

Event description:
It was reported that a catheter ruptured. A 3.00mm x 12mm emerge balloon was selected for treatment, but a catheter ruptured. No patient complications were reported in relation to this event.